Event description:
Consumer stated: our client informs us that the heads are ineffective, from the 1st use, the hairs remain in the child's mouth. 2 lot numbers provided, unsure which head was having the filaments come out. Product not returned.